Event description:
It was reported that there was no rv capture. All other measurements were in range. The physician suspected dislodgment, but x-ray was inconclusive. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.